Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked display window corners, minor cracked reservoir tube lip. The insulin pump did not shut itself off during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.